Event description:
A customer reported via phone call indicating that they had an issue with their insulin pump. The patient's blood glucose level dropped to 20 mg/dl. The customer treated their low blood glucose with juice. The customer stated that their pump did not give any indication or alarm that could have prevented the customer from dropping so low in blood glucose. The customer was advised to connect to the carlink program to find out what may have caused the pump to go into a low suspend. The customer stated that they do not have a computer at home to connect to carelink at the moment. The customer will upload the program tomorrow and will call back to address the issue.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.